Event description:
I've used fixodent since 1978. Going through several tubes a week. While I've been using the product for several years, I've been experiencing numbness, leg pain, poor circulation. I had a normal blood test on copper. But high in zinc. Dose: denture cream. Frequency: several times daily. Route: oral. Dates of use: 1978 - current. Diagnosis: denture adhesive.